Manufacturer narrative:
Investigation: visual inspection during the investigation, external deposits on the perforation of the ventricular catheter were determined. A deformation or other damages of the shunt system could not be determined. Permeability test: a permeability test has shown that all components are permeable. On the ventricular catheter, the test fluid only drained via the free perforations. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, deposits were found in progav 2.0. Results : based on our investigation results, we can determine visible deposits in the progav 2.0 valve and at the perforation of the ventricular catheter. The deposits had no effect on the functional properties at the time of the examination. How the aforementioned functional impairment occurred is not clear to us at the time of the examination. Organic substances in the cerebrospinal fluid can have a temporarily negative effect on function and are known side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx597t) was implanted during a procedure. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 9 years, 6 months gender: female